Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was making noise and failed pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and the machine worked fine and passed all tests after replacing the defective o2 gas module. The defected o2 gas module has been returned for further investigation. Simulated test use of the returned o2 gas module in a ventilator confirmed the reported problem which it failed with internal leakage and flow transducer tests during the pre-use check. Our investigation has concluded that the reported problem with a failure during pre-use check was due to a broken pressure sensor on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken pressure sensor has not been established.

Event description:
It was reported that the ventilator was making noise and failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).